Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital experiencing an infection. The pacemaker system was explanted. Patient condition was unknown.